Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported this was an arteriotomy closure of the left common femoral artery using the pre-close technique via a 6f sheath hole prior to a thoracic aortic aneurysm interventional procedure. Reportedly, after step 3 the suture broke. The sutures of two new prostyles were successfully pre-placed. The sheath was upsized to a 20f sheath and the procedure was completed. Hemostasis was achieved with the pre-placed prostyle sutures. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Event description:
It was reported this was an arteriotomy closure of the left common femoral artery using the pre-close technique via a 6f sheath hole prior to a thoracic aortic aneurysm interventional procedure. Reportedly, after step 3 the suture broke. The sutures of two new prostyles were successfully pre-placed. The sheath was upsized to a 20f sheath and the procedure was completed. Hemostasis was achieved with the pre-placed prostyle sutures. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. Subsequent to the initially filed MDR report the account provided additional information: in total, four prostyles were used, and two of them were failures. Both devices that had failures experienced them after step 3, when it was noted that the link broke. It was then that hemostasis was achieved with another 2 prostyles. No additional information was provided.

Manufacturer narrative:
The device was returned for analysis. The reported link break was observed as a needle to cuff miss. A review of the manufacturing records identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported difficulty and subsequent treatment appear to be related to an interaction of the device with patient anatomy or inability to maintain position/stability of the device during deployment due to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.